Event description:
It was reported that: upon opening the kit, the nurse found a double lumen PICC included instead of a single lumen PICC. Another kit had to be opened. The issue was found prior to use on patient. No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer report of an incorrect catheter was confirmed by visual inspection of the customer supplied photo. The customer provided one photo for analysis and the complaint of an incorrect catheter was able to be confirmed by the photo. A 2-l catheter is shown over a 1-l catheter lidstock. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "read all package insert warnings, precautions and instructions prior to use. Failure to do so may result in severe patient injury or death." A device history record review was performed, and no relevant findings were identified. Based on the available information and the customer photo, packaging likely caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: upon opening the kit, the nurse found a double lumen PICC included instead of a single lumen PICC. Another kit had to be opened. The issue was found prior to use on patient. No patient involvement.

Manufacturer narrative:
Qn#: (B)(4).